Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a vessel puncture closure of an unspecified vessel using the pre-close technique via a 8.5 sheath hole prior to the procedure. Reportedly, a cuff miss occurred. Another proglide was attempted but the same occurred. Hemostasis was achieved with the use of another device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, additional information received:this was an arteriotomy closure procedure of the left common femoral artery using proglides prior to a percutaneous coronary interventional procedure in a large hole puncture. The sutures of two new proglides were successfully pre-placed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.